Event description:
The customer received questionable glucose results for one patient. The customer tested a patient sample twice in the laboratory and reported the results to the nursing home. The nursing home believed the value to be too low and performed a glucose test on the patient by fingerstick using a glucose meter. The results did not match. The next day, (B)(6) 2011, the phlebotomist drew a new sample of blood and split it between the laboratory and the nursing home so each could perform their own test on the same sample. The laboratory received the new patient sample and tested the glucose level. The nursing home tested the patient's sample on a glucose meter and the results did not match. The laboratory's initial result from the first patient sample was 35 mg/dl. The repeat result from the first sample was 35 mg/dl on the same analyzer. The nursing home's result from the meter test was 107 mg/dl. The laboratory's initial result from the second patient sample was 41 mg/dl. The nursing home's meter test result was 123 mg/dl. There was no adverse affect to the patient from the event. The lot number from the glucose reagent was 63298901. The laboratory refused a service call as they believe their results are correct.